Manufacturer narrative:
It was reported two pediatric patients underwent a study in which an elastomeric device was used for outpatient parenteral antimicrobial ambulatory infusion therapy. It was reported the elastomeric balloon did not deflate which resulted in an inability to deliver the infusion. It was reported the patients experienced two unspecified "major" adverse events (no further details provided). There was no report of a medical intervention for the events. At the time of this report, the patient outcomes were not reported. Literature article: srisk and arajah. S., ritchie, b., sluggett. J.k., hobbs, j.g., reynolds. K. J. "Safety of nurse- and self-administered paediatric outpatient parenteral antimicrobial therapy". Antibiotics 2020. Oct 30;9(11):761. Doi: 10.3390/antibiotics9110761. Https://www.mdpi.com/2079-6382/9/11/761. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this literature article was published: 30 october 2020. Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) baxter elastomeric pumps. The no flow issues were further described as an inability to deliver antibiotic infusion due to the failure of the elastomeric balloon to deflate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.